Manufacturer narrative:
A1: date of birth is unknown this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees, that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate

Event description:
An impella cp was inserted via the right femoral artery in a 70-year-old male patient with acute myocardial infarction complicated by cardiogenic shock (ami/cgs). The patient's comorbidities were not reported. The patient's clinical state prior to initiation of support was society for cardiovascular angiography and interventions (scai) stage e shock. During insertion, no placement signal, left ventricular waveform, or pressure tracings were displayed on the automated impella controller despite the presence of an arterial pressure waveform. Imaging was performed and confirmed appropriate pump position. Due to the absence of placement signal and waveform data despite appropriate positioning, the implanting physician elected to place a new cp device. The patient survived to explant of the first cp device.